Manufacturer narrative:
The company representative replaced the solenoid drive board (part number 0670-00-0639e). During the repair, the batteries (part number 0146-00-0039) were replaced as the run time on batteries was low. The company representative performed calibration, functional tests and safety checks. The iabp met factory specifications and was returned to the customer. (B)(4).

Event description:
During a preventive maintenance, the company representative reported that the unit's blood detected circuit voltage should be 2.5 to 5.0 volts but it was not possible to adjust the voltage higher than 2.3 volts. No patient was involved.